Event description:
The customer was hospitalized for low bgs. The customer stated that they were standing up from the table when the luer connector got caught on the table. It was reported that the top half or the reservoir came out of the reservoir compartment while the plunger stayed locked in place. The customer indicated that the reservoir got pressed on somehow and delivered 80u of insulin into their body. Also the customer stated that they are uncertain if the reservoir door is looser than it used to be.